Event description:
It was reported that customer's insulin pump is missing a bolus delivery in the device history. Customer was advised the bolus delivery might have been programmed, but not acted on, meaning the bolus was never delivered. Customer stated that is a possibility. Customer was advised to upload to carelink to see any discrepancies. Customer's blood glucose was 12.9 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)